Manufacturer narrative:
(B)(4). G2 -report source: foreign: italy literature: stefano tornago, luca cavagnaro, lorenzo mosconi, francesco chiarlone, andrea zanirato, nicolò patroniti, matteo formica (2023) vancouver type b2 periprosthetic femoral fractures: clinical and radiological outcomes from a tertiary care center. Pages 1 -18. Https://doi.org/10.1007/s00402-023-04955-2. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that 5 patients experienced post-revision dislocations of which, 2 occurred at more than 45 days from surgery due to excessive range of motion movements. The patients were treated conservatively and had good final outcomes. Due diligence has been completed for this complaint; to date no additional information has been received.